Event description:
During a preventative maintenance, the company representative observed that the iabp generated an "autofill failure" alarm. No patient was involved.

Manufacturer narrative:
The company representative replaced the shuttle (pressure) transducer (part number 0682-00-0076-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The replaced shuttle transducer was forwarded to mahwah repair center, new jersey for evaluation. The complaint for "autofill failure" alarm was not duplicated. The shuttle transducer functioned normally and all electric parameters were found to be within specification. (B)(4).